Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. Note: events reported on: mw# 2210968-2023-00457. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient undewent a c-section on (B)(6) 2023 and suture was used. The suture broke when sewing in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.